Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test, and the dat test at .0872 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No alarms anomaly during testing or in file history. In further full review of the pump history on the date of testing (B)(6) 2025 found daily total of bolus insulin delivered to be 27 units. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The sc1 cap locked properly into reservoir compartment during testing. The pump was received with scratched case. In summary, customer allegation for pump possibly under delivering anomaly not confirmed during full functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen and possible under delivery of insulin pump. The customer reported a blood glucose value of 300 mg/dl. The event involved product(s) mmt-7040ma, mmt-382a, mmt-332a, mmt-1884. Troubleshooting was performed and the customer was using the insulin pump within the 48 hours of the event. The auto mode/smartguard feature was active at the time of the high blood glucose event. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-382a. No product return is required for mmt-332a. The customer will discontinue to use the device and mmt-1884 was requested and customer response was the device will be returned.